Event description:
A 4.0 mm diameter x 12 mm length driver rx coronary stent system was inserted into a patient for the treatment of a #1 lesion. The vessel morphology was not reported. The lesion was pre-dilated. It was reported that after the driver 3.5 x 15 detached and was successfully removed (MFR report# 2953200-2008-01177), the physician deployed two drug-eluting stents from another manufacturer and the driver 4.0 x 12 stent. However, the physician confirmed a dissection on the distal side of the driver. Another manufacturer's drug-eluting stent was used to treat the dissection. The patient is reported to be fine.

Manufacturer narrative:
Secondary intervention.